Event description:
It was reported that the patient had a surgical procedure to place a new inflatable penile prosthesis(ipp) reservoir after having one previously removed two months prior due to infection. The device now functions as designed. No patient complications were reported.